Event description:
We are using different pieces of hardware from capsule, one for wireless surveillance (axon), and one for hardwired surveillance (neuron). The axon is intermittently disconnecting from our network and requires a manual reboot of the device to resolve. Capsule is investigating, but has not provided a root cause, nor a mitigation solution. This is a direct patient safety issue. Capsule just informed us that there was an issue uncovered with the wireless driver in the axon crashing at another customer site over a year ago. They investigated and never were able to reproduce outside of the customer environment. They came up with a workaround that restarts the axon, and this was good enough for that customer, so capsule did into investigate further. In their investigation of our issues that confirmed that this crashing is happening here and is part of what is contributing to our disconnections/interruptions in surveillance. The workaround that was put in place to restart the axons is in place on our devices, but it obviously not a sufficient workaround for our circumstance. I am shocked that capsule never informed any customers of potential issues with the axon. FDA safety report ID# (B)(4).